Event description:
It has been reported to co that the occlusion balloon had deflated during the procedure. The physician had inserted the occlusion balloon wire into the patient and inflated the balloon to 5.5mm to occlude the vessel and about 5 seconds later the occlusion balloon was noticed to be deflated. The physician removed the device and replaced with another to complete the case.